Event description:
On (B)(6) 2010, pt reported the up button on the infusion device was not functioning properly. Pt noticed this when trying to program a bolus that day. Troubleshooting verified the down button was functioning as intended, and the up button was not. Pt has used this infusion device for a couple of yrs. Pt delivers at least 3 boluses per day. Both buttons popped-up after being pressed. Infusion device was not dropped or exposed to water or insulin ingress. Pt said, she would switch to backup infusion device. Product was replaced and requested for evaluation. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.